Event description:
It was reported that this peritoneal dialysis (PD) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (PDRN). The patient was initially seen in the PD clinic on (b)(6) 2026 due to abdominal pain. The patient had PD effluent cultures obtained. The clinic physician advised the patient to go to the emergency room (ER). The patient was admitted to the hospital and diagnosed with peritonitis. The cultures are still pending. The patient remains hospitalized. Upon discharge the patient will be prescribed intraperitoneal (IP) Cefepime 1g daily for 2 weeks. The antibiotics being administered during the hospitalization are unknown. Without the culture results, the cause of the peritonitis event is unknown. However, the patient did not report any leak in the cassette or issue with any Fresenius product. The patient does have decreased mobility issues and a history of not washing her hands which could have contributed to the peritonitis event. The patient has been re-educated on this problem in the past.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical Review: There is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event, and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all PD patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the PD catheter being a source of entry for organisms into the peritoneum. The patient does have a history of not washing her hands. Based on limited information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.